Event description:
This is a clinical study case report received from a medical doctor in united states on 12-aug-2015 which refers to a (B)(6) female who was involved in an interventional company-sponsored study, study number: (B)(4). Study description: use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness. Patient number: (B)(6). The patient's medical history included cigarette smoking. The patient's concurrent condition included obesity. On (B)(6) 2012, essure lot number 927085 was inserted. The patient received toradol 60 mg prior to the procedure; no anesthesia was used. On the same day she had urine pregnancy test performed which showed negative result (the patient's last menstrual period was (B)(6) 2012). The patient did not receive hormonal manipulation to promote atrophic or proliferate endometrium prior to placement procedure. During the procedure both tubal ostia were visualized; and in the end, the left tube had 5 trailing coils and the right 6; the investigator reported that a probable perforation occurred on right fallopian tube. The event was considered non-serious and definitely related. No treatment was required. The hsg (hysterosalpingogram) test was performed and showed right essure coil projected inferior to the cornua with free spill of contrast into the peritoneum without visualization of the fallopian tube on the right. This raises concern for perforation of the right fallopian tube. Location of the right coil was uncertain. Follow up information received on 27-aug-2015: the devices were implanted on (B)(6) 2012. On (B)(6) 2012, the hsg test was done and suggested perforation. Follow-up from 14-sep-2015: ptc (product technical complaint) result. Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a lack of efficacy. In addition, the ae case refers to a usability issue. A lack of efficacy may occur with the use of any product and is not indicative of a quality deficit per se. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. 10 further ae case reports have been received to date in relation to the reported batch, of which one case refers also to a similar type of adverse events. No unusual pattern could be identified. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information received on 21-jul-2016 from the investigator and case was upgraded to incident: the term of adverse event was updated to probable perforation of right fallopian tube during procedure (onset date (B)(6) 2012). The severity was described as moderate and the event was ongoing at the time of this report. The event was considered by the investigator as serious since it resulted in persistent or significant disability and as definitely related to essure. No treatment was required. Company causality comment: this medically confirmed, clinical study case report refers to a female patient who was involved in an interventional company-sponsored study, study number: (B)(4). She had essure inserted and a probable perforation of right fallopian tube during procedure was reported (event previously reported as possible perforation of right fallopian tube). This event is listed in the investigator's brochure for essure. Fallopian tube perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tube occlusion insert (essure). In this case, the investigator considered the event as definitely related to essure. Considering the reported perforation occurred in association with essure insertion, company agrees with investigator's assessment. This case was upgraded to incident upon receipt of follow-up information, since investigator stated the event resulted in persistent/significant disability. In this case, the batch documentation of the reported batch was reviewed. The technical assessment concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Manufacturer narrative:
Quality-safety evaluation was updated and received on 29-aug-2016. Lot number: 927085, manufacturing date: 2011/12, expiration date: 2014/12. No sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect of device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no unusual pattern identified. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this medically confirmed, clinical study case report refers to a female patient who was involved in an interventional company-sponsored study, study number: (B)(4). She had essure inserted and a probable perforation of right fallopian tube during procedure was reported (event previously reported as possible perforation of right fallopian tube). This event is listed in the investigator's brochure for essure. Fallopian tube perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tube occlusion insert (essure). In this case, the investigator considered the event as definitely related to essure. Considering the reported perforation occurred in association with essure insertion, company agrees with investigator's assessment. This case was upgraded to incident upon receipt of follow-up information, since investigator stated the event resulted in persistent/significant disability. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible.

Manufacturer narrative:
This is a clinical study case report received from a medical doctor in united states on (B)(6) 2015 which refers to a (B)(6) female who was involved in an interventional company-sponsored study, study number: (B)(4). Study description: use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness. Patient number: (B)(6). The patient's medical history included cigarette smoking. The patient's concurrent condition included obesity. On (B)(6) 2012, essure lot number 927085 was inserted. The patient received toradol 60 mg prior to the procedure; no anesthesia was used. On the same day she had urine pregnancy test performed which showed negative result (the patient's last menstrual period was (B)(6) 2012). The patient did not receive hormonal manipulation to promote atrophic or proliferate endometrium prior to placement procedure. During the procedure both tubal ostia were visualized; and in the end, the left tube had 5 trailing coils and the right 6; the investigator reported that a probable perforation occurred on right fallopian tube. The event was considered non-serious and definitely related. No treatment was required. The hsg (hysterosalpingogram) test was performed and showed right essure coil projected inferior to the cornua with free spill of contrast into the peritoneum without visualization of the fallopian tube on the right. This raises concern for perforation of the right fallopian tube. Location of the right coil was uncertain. Follow up information received on 27-aug-2015: the devices were implanted on (B)(6) 2012. On (B)(6) 2012, the hsg test was done and suggested perforation. Follow-up from 14-sep-2015: ptc (product technical complaint) result. Ptc global number: 2015-031693. Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a lack of efficacy. In addition, the ae case refers to a usability issue. A lack of efficacy may occur with the use of any product and is not indicative of a quality deficit per se. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. 10 further ae case reports have been received to date in relation to the reported batch, of which one case refers also to a similar type of adverse events. No unusual pattern could be identified. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information received on 21-jul-2016 from the investigator and case was upgraded to incident: the term of adverse event was updated to probable perforation of right fallopian tube during procedure (onset date (B)(6) 2012). The severity was described as moderate and the event was ongoing at the time of this report. The event was considered by the investigator as serious since it resulted in persistent or significant disability and as definitely related to essure. No treatment was required. Quality-safety evaluation was updated and received on 29-aug-2016. Lot number: 927085 manufacturing date: 2011/12 expiration date: 2014/12 no sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect of device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no unusual pattern identified. No specific quality issue was defined, therefore no meddra llt can be provided. Correction on 18-oct-2016 following reconciliation with study database: the center ID was updated to 02. Follow-up information on 30-nov-2016: upon regulatory authority (FDA) request the following clarification was received: it has been confirmed with the investigator that the patient did receive counseling regarding the need for alternative contraception including sterilization as an option. It has been confirmed that she was not experiencing any adverse events (symptoms) as a consequence of the right fallopian tube perforation. According to the investigator, the subject did not express any complaints attributable to a tubal perforation during the follow-up prior to the subject discontinuing from the study. Reconciliation request received on 06-jun-2017 outcome was amended from not recovered/not resolved to unknown (it was reported by investigator as undetermined). Company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This is a clinical study case report received from a medical doctor in united states on 12-aug-2015 which refers to a 35-year-old female who was involved in an interventional company-sponsored study, study number: (B)(4). Study description: use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness. Patient number: (B)(6). The patient's medical history included cigarette smoking. The patient's concurrent condition included obesity. On (B)(6)2012, essure lot number 927085 was inserted. The patient received toradol 60 mg prior to the procedure; no anesthesia was used. On the same day she had urine pregnancy test performed which showed negative result (the patient's last menstrual period was (B)(6)2012). The patient did not receive hormonal manipulation to promote atrophic or proliferate endometrium prior to placement procedure. During the procedure both tubal ostia were visualized; and in the end, the left tube had 5 trailing coils and the right 6; the investigator reported that a probable perforation occurred on right fallopian tube. The event was considered non-serious and definitely related. No treatment was required. The hsg (hysterosalpingogram) test was performed and showed right essure coil projected inferior to the cornua with free spill of contrast into the peritoneum without visualization of the fallopian tube on the right. This raises concern for perforation of the right fallopian tube. Location of the right coil was uncertain. Follow up information received on 27-aug-2015: the devices were implanted on (B)(6)2012. On (B)(6)2012, the hsg test was done and suggested perforation. Follow-up from 14-sep-2015: ptc (product technical complaint) result. Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a lack of efficacy. In addition, the ae case refers to a usability issue. A lack of efficacy may occur with the use of any product and is not indicative of a quality deficit per se. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. 10 further ae case reports have been received to date in relation to the reported batch, of which one case refers also to a similar type of adverse events. No unusual pattern could be identified. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information received on 21-jul-2016 from the investigator and case was upgraded to incident: the term of adverse event was updated to probable perforation of right fallopian tube during procedure (onset date (B)(6)2012). The severity was described as moderate and the event was ongoing at the time of this report. The event was considered by the investigator as serious since it resulted in persistent or significant disability and as definitely related to essure. No treatment was required. Quality-safety evaluation was updated and received on 29-aug-2016. Lot number: 927085, manufacturing date: 2011/12 expiration date: 2014/12. No sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect of device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no unusual pattern identified. No specific quality issue was defined, therefore no meddra llt can be provided. Correction on (B)(6)2016 following reconciliation with study database: the center ID was updated to 02. Follow-up information on 30-nov-2016: upon regulatory authority (FDA) request the following clarification was received: it has been confirmed with the investigator that the patient did receive counseling regarding the need for alternative contraception including sterilization as an option. It has been confirmed that she was not experiencing any adverse events (symptoms) as a consequence of the right fallopian tube perforation. According to the investigator, the subject did not express any complaints attributable to a tubal perforation during the follow-up prior to the subject discontinuing from the study. Reconciliation request received on 06-jun-2017: outcome was amended from not recovered/not resolved to unknown (it was reported by investigator as undetermined). Follow-up information on 13-aug-2018: investigator reported that the event "probable perforation of right fallopian tube during procedure" was ongoing (prev: outcome: unknown), no treatment was required. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.